Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited a sudden drop in pacing impedance. No interventions were performed and no patient consequences were reported.